Event description:
A doctor alleged that a patient had experienced an allergic reaction with the symptoms of swelling in her lips, mouth, and lower jaw after a crown was cemented using the maxcem elite clear product.

Manufacturer narrative:
The patient sought medical attention at a local emergency room on (B)(6) 2013 and was administered prednisone, epinephrine, and benadryl for treatment. On (B)(6) 2013, the patient reported that the swelling had traveled to her lower jaw; however, she was feeling better. On (B)(6) 2013, it was confirmed that the patient has fully recovered and is doing fine. The product involved in the alleged incident was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints have been received with regard to this lot. The lot number 4720564 has been identified as an affected lot which is part of an ongoing maxcem elite recall regarding premature polymerization.